Manufacturer narrative:
Plant investigation: the plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity. Clinical investigation: based on the available information, there is no allegation or indication that a fresenius device or product issue caused or contributed to a serious patient harm or injury. Therefore, the completion of a clinical investigation is not warranted at this time.

Event description:
On (B)(6) 2026, it was reported that this patient was hospitalized due to pd catheter (not a fresenius product) misalignment. In additional follow-up with the patient¿s pd nurse, it was discovered the patient also had a hernia repair. There were no reported allegations that the hernia was caused by fresenius products. Per the pd nurse, it was confirmed that on (B)(6) 2026 the patient was hospitalized for pd catheter malfunction and an inguinal hernia. The nurse indicated that the patient lifted a heavy suitcase and immediately noticed swelling in his groin/scrotum the day before hospitalization. The nurse confirms this event did not occur during pd treatment. Additionally, it was reported that the pd catheter was migrating up into the iliac crest (malpositioned). While hospitalized, the patient had the pd catheter replaced and underwent repair of the hernia. The patient was subsequently discharged from the hospital (date unknown) and is currently on back -up hemodialysis for 2-3 weeks while the pd catheter site heals. The nurse confirmed that the hernia is not related to fresenius products in any way. The nurse stated the hernia was caused by the patient lifting in the setting of a malpositioned pd catheter.